Event description:
Account reports an incident in which the "hard piece of plastic separated from the end of the set" while attached to pt. Rptr did now know if an IV push administration was occurring when the incident happened. Blood backflow and leakage occurred, though rptr stated there was no negative outcome to pt.